Event description:
Patient reported right side "rupture of breast implant which caused emotional anf financial stress, significant pain due to encapsulation, and noticeable swelling and asymmetry. Additiona l complications included calcifications, chronic ruputre and tissue reaction. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.